Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. Multiple attempts were made to obtain additional information, including if any log files were available for review, if the exchanged system controller will be returned for analysis, and if exchanging the system controller resolved the issue; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate 3 system controller was not reported with the event. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook, rev. D section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a system controller exchange due to power cable disconnect alarms. When the system controller was exchanged, the emergency backup battery (ebb) fault would not clear. The ebb was then exchanged and the fault still would not clear. Following review of the submitted log files by tech services, it appeared the system controller was connected on (B)(6) 2027 at 9:01:58 and then disconnected on (B)(6) 2027 at 9:09:41. During this time period, the files captured ebb faults. The customer requested a replacement for the ebb.